Event description:
It was reported that the customer had cracks on the corner of the screen of his or her insulin pump. The customer's blood glucose was unknown at the time of the reporting. The customer advised that the insulin pump would be replaced. The insulin pump is being returned. No additional information was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump had a cracked case at the display window corners, minor scratches on the display window, a cracked reservoir tube lip, cracked belt clip slot, cracked battery tube threads and a missing end cap sticker.